Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with approximately 8,000 joules used and 5 minutes expended, "the metal tip did uninsert and the wire remained in the bladder". The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.